Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, it was found that the patient's right atrial (ra) lead exhibited over-sensing of noise. No additional impacts to the device function were noted. No intervention was reported. The patient was stable throughout.